Event description:
It was reported that this patient passed away. The patients obituary indicates the patient passed away at home. Boston scientific technical services (ts) reviewed data from the patients implanted cardiac resynchronization therapy defibrillator (crt-d) device. There was a stored episode where the device provided three rounds of anti-tachycardia pacing (atp) therapy followed by a 41 joule device shock for a ventricular arrhythmia. The device shock exhibited an associated shock fault due to a low out of range right ventricular (rv) lead shock impedance value. The shock impedance value was reported as less than 20 ohms, which means the measured shock impedance was less than the minimum value, too low for a numerical result. The device subsequently attempted 26 times to charge for an additional shock, but all attempts failed, exhibiting shock faults and aborted shock attempts due to high voltage and the episode ended. There were 10 subsequent non-sustained ventricular episodes where no device therapy was provided. Ts noted that these stored episodes showed an agonal rhythm and functional undersensing of the degrading electrical signal. Boston scientific engineering also reviewed the stored episode with device therapy. Engineering indicated that the 41 joule shock appears to have damaged the crt-d device resulting in the numerous subsequent high voltage faults during attempted charging. The internal damage resulted in energy leakage during charging which the device sensed as external energy, even though there were no external shock attempts. It was recommended that the crt-d device and rv lead be returned to boston scientific for analysis. The crt-d device and rv lead were returned and have been received at boston scientific.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 270 millimeters from the terminal pin and only the proximal segment was returned. Visual inspection of the terminal pin assembly found no anomalies. There was blood and body fluid observed in the lead lumens due to damaged insulation. Testing was completed to assess electrical performance of the lead segment. Measurements were within normal limits. Outer insulation damage through to the lumens was observed approximately 265 to 270 millimeters from the terminal pin. Webbing damage was observed between the lumens and inner insulation abrasion damage was observed in this same portion of the lead that would have likely been located in the patients clavicle area. In addition, the pacing conductor coil end is deformed and stretched, and the associated insulation appears stretched and torn. A microscopic analysis of the high voltage conductor cable end was performed, and evidence is consistent with damage due to being crushed. There was no evidence observed of electrical arcing. Laboratory analysis indicates the reported clinical observations were caused by damage to the lead insulation and fractured lead conductors corresponding with being crushed in the patients clavicle area during normal use. This correction supplemental report was submitted with updated lead analysis information. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 270 millimeters from the terminal pin and only the proximal segment was returned. Visual inspection of the terminal pin assembly found no anomalies. There was blood and body fluid observed in the lead lumens due to damaged insulation. Testing was completed to assess electrical performance of the lead segment. Measurements were within normal limits. Outer insulation damage through to the lumens was observed approximately 265 to 270 millimeters from the terminal pin. Webbing damage was observed between the lumens and inner insulation abrasion damage was observed in this same portion of the lead that would have possibly been located in the device pocket area. The damage is likely due to lead-on-device abrasion. In addition, the pacing conductor coil end is deformed and stretched, and the associated insulation appears stretched and torn. A microscopic analysis of the high voltage conductor cable end was performed, and evidence is consistent with damage due to being crushed. There was no evidence observed of electrical arcing damage or melted metal on the returned lead segment. However, it is likely, based on the electrical arching mark that was observed on the outer case of the associated returned device and the observed damage of this returned proximal lead segment, that electrical arching did occur in the damaged lead area. The distal lead segment, with possible distal side lead damage, was not returned for analysis. Laboratory analysis indicates the reported clinical observations were the result of damaged lead insulation and lead conductors that caused internal damage to the device during a device shock.

Event description:
It was reported that this patient passed away. The patients obituary indicates the patient passed away at home. Boston scientific technical services (ts) reviewed data from the patients implanted cardiac resynchronization therapy defibrillator (crt-d) device. There was a stored episode where the device provided three rounds of anti-tachycardia pacing (atp) therapy followed by a 41 joule device shock for a ventricular arrhythmia. The device shock exhibited an associated shock fault due to a low out of range right ventricular (rv) lead shock impedance value. The shock impedance value was reported as less than 20 ohms, which means the measured shock impedance was less than the minimum value, too low for a numerical result. The device subsequently attempted 26 times to charge for an additional shock, but all attempts failed, exhibiting shock faults and aborted shock attempts due to high voltage and the episode ended. There were 10 subsequent non-sustained ventricular episodes where no device therapy was provided. Ts noted that these stored episodes showed an agonal rhythm and functional undersensing of the degrading electrical signal. Boston scientific engineering also reviewed the stored episode with device therapy. Engineering indicated that the 41 joule shock appears to have damaged the crt-d device resulting in the numerous subsequent high voltage faults during attempted charging. The internal damage resulted in energy leakage during charging which the device sensed as external energy, even though there were no external shock attempts. It was recommended that the crt-d device and rv lead be returned to boston scientific for analysis. The crt-d device and rv lead were returned and have been received at boston scientific.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 270 millimeters from the terminal pin and only the proximal segment was returned. Visual inspection of the terminal pin assembly found no anomalies. There was blood and body fluid observed in the lead lumens due to damaged insulation. Testing was completed to assess electrical performance of the lead segment. Measurements were within normal limits. Outer insulation damage through to the lumens was observed approximately 265 to 270 millimeters from the terminal pin. Webbing damage was observed between the lumens and inner insulation abrasion damage was observed in this same portion of the lead that would have likely been located in the patients clavicle area. In addition, the pacing conductor coil end is deformed and stretched, and the associated insulation appears stretched and torn. A microscopic analysis of the high voltage conductor cable end was performed, and evidence is consistent with damage due to being crushed. There was no evidence observed of electrical arcing. Laboratory analysis indicates the reported clinical observations were caused by damage to the lead insulation and fractured lead conductors corresponding with being crushed in the patients clavicle area during normal use.

Event description:
It was reported that this patient passed away. The patient's obituary indicates the patient passed away at home. Boston scientific technical services (ts) reviewed data from the patients implanted cardiac resynchronization therapy defibrillator (crt-d) device. There was a stored episode where the device provided three rounds of anti-tachycardia pacing (atp) therapy followed by a 41 joule device shock for a ventricular arrhythmia. The device shock exhibited an associated shock fault due to a low out of range right ventricular (rv) lead shock impedance value. The shock impedance value was reported as less than 20 ohms, which means the measured shock impedance was less than the minimum value, too low for a numerical result. The device subsequently attempted 26 times to charge for an additional shock, but all attempts failed, exhibiting shock faults and aborted shock attempts due to high voltage and the episode ended. There were 10 subsequent non-sustained ventricular episodes where no device therapy was provided. Ts noted that these stored episodes showed an agonal rhythm and functional undersensing of the degrading electrical signal. Boston scientific engineering also reviewed the stored episode with device therapy. Engineering indicated that the 41 joule shock appears to have damaged the crt-d device resulting in the numerous subsequent high voltage faults during attempted charging. The internal damage resulted in energy leakage during charging which the device sensed as external energy, even though there were no external shock attempts. It was recommended that the crt-d device and rv lead be returned to boston scientific for analysis. The crt-d device and rv lead were returned and have been received at boston scientific.